Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic. Seroma: unable to observe, since it is not related to the device. Pain: unable to observe, since it is not related to the device. Other medical: unable to observe, since it is not related to the device. Lymphadenopathy: unable to observe, since it is not related to the device. Lump/nodule: unable to observe, since it is not related to the device. Headache: unable to observe, since it is not related to the device. Cyst: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare profesional reported, left side "rupture. Periprosthetic seromas and diffuse breast adenosis. "Tension headache, insomnia". And "the patient noted, pain". Device has been explanted and replaced with non-allergan device.

Event description:
Device has been explanted.

Manufacturer narrative:
Device photos have been received for analysis.

Event description:
Healthcare professional reported left side "...rupture, bilateral periprosthetic seromas, and diffuse breast adenosis., "tension headache, insomnia" and ¿parasteral lymphadenopathy". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, periprosthetic seroma, parasteral lymphadenopathy.